Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The device serial number is currently not available.

Event description:
Name of procedure: shoulder scopes. Event description: fms interface cable intermittently dropping out this issue has been trouble shot multiple times and the cable is dropping out at varying times. This has bee trouble shot multiple times but need to now be replaced. No ae to patient. No delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. No serial number was provided which precludes conducting a serial number specific search in the complaints handling system. The root cause could not be determined as the device was not returned for investigation. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy mitek has been informed the device serial number is not available.